Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Blood glucose level was 185 mg/dl. Reportedly, the customer may have removed the cartridge without following the load process. However, this could not be confirmed. The customer reported following all on screen instructions correctly after the cartridge removal. Reportedly the customer had manual injections for alternate insulin therapy.